Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-sep-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (2 mg/ml at .9 mg/day) via an implanted pump. On (B)(6) 2023, it was reported that the patient was having severe reactions to the medication. She said that she was experiencing dizziness, depression, and anxiety from the medication in the pump, and it was not helping her pain. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿meds in pump, patient was increased by 20% at last visit¿. There were no diagnostics or troubleshooting performed. The hcp decreased the pump by 30%. The patient said that she wanted the pump removed, so the hcp recommended the decrease and then a follow up visit on (B)(6) 2023 to see how she was feeling and if she didn¿t notice a difference in her side effects, he would wean the pump down again. The issue was not resolved at the time of the report. Additional information was received on 16-jan-2023 at which time it was reported that a dye study was performed that failed to show an intrathecal distribution. The catheter issue was suspected to be under the pump as they could not see the dye pool anywhere and the distal section of the catheter did not darken as expected. It was noted that the patient would like a catheter revision to correct whatever issues were discovered.